Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found to be burnt, melted, and lifting at the distal end of the jaw exposing metal. The device was connected to the test usg-400/esg-400 and displayed an u508 (seal & cut short circuit error). The device passed the probe check. The distal end of the device was inspected under a microscope and found scrapes, and char marks on the probe unit. This type of teflon pad is most likely related to the operator's technique.the instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during a therapeutic total laparoscopic hysterectomy (tlh) procedure, a ¿damaged teflon pad and short circuit¿ error message was observed while using the handpiece. It was reported that the incident occurred while the surgeon was performing a seal and cut. No device fragment fell into the patient. There was no bleeding. No medical or surgical intervention was required. The intended procedure was completed using a similar device. There was no patient injury reported. Additionally, it was reported that the device was inspected prior to the procedure with no abnormalities found.